Event description:
Per the clinic, the patient experienced an infection (cellulitis) and pain around the abutment site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, in order to remove the abutment. The patient also underwent revision surgery to excise the cellulitic/thickened skin around the abutment and a small rotational flap was used to close the defect during the same surgery.